Event description:
A report was received that the patient was experiencing soreness on her ribs as the ipg was placed too high. The patient underwent a pocket revision wherein the ipg was relocated. The patient was reportedly doing well after the procedure.